Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege: in (B)(6) 2006, patient was implanted with an asr hip. In the year following her surgery, patient suffered from discomfort and pain in her hip. It became increasingly painful for her to walk, move her legs, and rise from a seated position. Patient will undergo revision surgery to remove her asr hip implant on (B)(6), 2011. Update: (B)(6) 2011 - the sales rep reported the revision surgery. The patient was revised to address pain.